Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, regulatory/competent authority, healthcare provider, fo reign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the pump was emptied to check the contents of the pump reservoir and 15 ml were missing. The patient was admitted to the hospital with morphine overdose for monitoring and appropriate treatment. The date of event was unknown. Factors that may have led or contributed to the issue were unknown. The pump remained implanted and in service. No surgical intervention was planned. It was unknown if the issue was resolved as of (B)(6) 2026.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age at the time of the event was unknown. The serial number and implant date of the pump were unknown. The concentration and dose rate of morphine were unknown. Regarding what the cause of the event was regarding 15 ml less drug found in the pump reservoir than expected and morphine overdose, failure to recharge was indicated. The patient was admitted and remained in the intensive care unit (ICU), receiving the treatment prescribed by the physicians. The issue was resolved. The patient was now doing well, and the pump was up and running. The device would not be returned to the manufacturer, as it was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.